Manufacturer narrative:
A representative sample was examined for visual defects: appearance , color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packet was opened and the needle was attached to the suture. The swage area of the needle/suture was examined for visual inspection attribute defects and no attachment defects were noted. The suture was dispensed without problems and examined along of the strand and no defects, damaged were observed. According to the sample condition of the representative sample, no defects were observed.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the c-section procedure? (B)(6) 2017 (description mentioned). What tissue layer was the 4-0 vicryl suture used on? During sewing skin. What was the condition of the tissue (normal, diseased, weakened)? Normal. How was the suture placed (interrupted or continuous)? Continuous. What post op date did the patient experience symptoms of infection (event noted (B)(6))? Yes. What was the result of culture taken from the wound? Unknown. Can you describe what is meant by ¿scleroma¿? It means the wound turned hard. What is the surgeon opinion of contributing factors to the patient reaction? Unknown. What was the date of the second procedure/ suture removal? (B)(6). What was the indication for the suture removal? Unknown. What medical treatment was performed for the infection/ reaction? Unknown. What is the surgeon opinion of contributing factor to the infection? Unknown. What is the current condition of the patient? Under monitoring.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2017 and the suture was used continuous. After the procedure, the patient experienced a pain and surgical site infection. The wound became swollen and turned hard, and scleroma was found on it. The suture was removed on (B)(6) 2017 and the physician kept monitoring. Currently, the patient's condition is stable and under monitoring.